Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the electrode belt had a bent pin the trunk cable connector which inhibited the proper contact that was needed with the monitor connector. The cause for the failure was isolated to bent connector pin. The root cause for the bent connector pin was unable to be positively identified. No adverse event resulted from the defective electrode belt.